Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device changed to a different basal rate profile on its own without the patient changing it. The change in the basal rate profile resulted in inaccurate delivery of insulin for a period of time. Patient states she faced high blood glucose reading of 27 mmol/l and ketones of 1.7. Patient's husband took the her to the hospital and she was treated with an insulin drip and IV drip. Exact medications via the IV drip were not provided. Her blood glucose level returned to normal range and she was discharged from hospital the same day. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.